Manufacturer narrative:
Customer reported that a pyxis anesthesia es system drawer cable unexpectedly detached from the back of the unit, during a procedure, preventing user access to medication. Customer disclosed that a patient was undergoing spinal surgery - laminoplasty. The length of the delay to patient care was reported as approximately 20 minutes. Customer confirmed there was no patient harm. This event is recorded in complaint number (B)(4). A team lead engineer remotely assisted the customer and determined that drawers 1-6 and 1-16 required to be reconnected. The team lead engineer instructed the customer how to reconnect the data cables. Device tested and confirmed operational by customer.

Event description:
Customer reported that a pyxis anesthesia es system experienced a failed drawer that they were unable to recover during a procedure. The length of the delay to patient care was disclosed as approximately 20 minutes. The nature the procedure was a spinal surgery- laminoplasy. No medical intervention was required. Patient harm was not reported.

Event description:
It was reported that the drawer of a pyxis anesthesia es system failed when a grey ribbon cable came out of the back. A message appeared saying a short circuit occurred in the mini tray. Later, the error message had one away, but another drawer failed. The reported event occurred during a laminoplasty causing a 20-minute delay. The medication required at the time of the reported event was remifentanil. The customer confirmed no patient harm, adverse event, or medical intervention required.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 07-oct-2020 to 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed as the ribbon cable disconnected during the procedure. A field service engineer found that the issue caused as there were connection failures with drawer levers. Guided customer in fixing the connections. The system functioned as intended after the field service engineer analyzed the issue.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system unexpectedly stopped responding during an emergency cesarean section. Customer reported that the user was locked from the system for 8 minutes. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, e3, g1, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number a review of the device history record for sn (B)(6) was performed from 04-oct-2020 to 04- oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device is experiencing intermittent power loss, occurring once or twice a month, which results in a black screen displaying a password field. This issue may be related to a problem that has been identified and documented in ka 000008238. Given the device's sudden power loss, the technical support specialist suspect that there may be a potential issue with its internal battery. A field service technician (fst) has been dispatched to investigate the issue. The field service technician conducted diagnostic tests on the battery, which successfully passed. The technician rebooted the station multiple times, disconnected the power cord, and restarted the system after a three-minute interval, yet the issue could not be replicated, all drawers were tested to resolve the problem. The system functioned as intended after troubleshooted by the field service engineer.